Event description:
According to the dr (B)(6), the general surgeon, contrast was leaking form the hub of the port causing pain to the pt. Note: dr (B)(6) removed the port but accidently nicked the tubing close to the port when removing the capsule.